Event description:
When suturing the tear the needle broke off and was lost within the cavity. After x-raying the pt the needle was found within the perineal. The surgeon had to cut down and an add'l two (2) hours of surgery were required to find and retrieve the needle.

Manufacturer narrative:
Device history files for this product code were reviewed and no issues identified. No conclusion can be drawn at this time, product not available for eval. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The device and packaging were discarded by the facility and therefore will not be returned.